Event description:
It was reported that during a reprogramming session with the company representative, the patient's stimulation went from "weak" to "very strong" without a change in amplitude which may have indicated a lead integrity issue. The patient also experienced pain at the implantable neurostimulator (ins) pocket site. He described, after a trip to (B)(6), he was so miserable that he turned the ins off. It was noted that over time with the ins turned off, the pain dissipated. Impedances measurement initially showed >50 ohms on electrodes #9 and 14 (all other electrodes were within normal range). The measurements were re-run which then showed that electrodes 9 and 14 were normal and electrodes #10 and 12 were at >50 ohms. A third measurement run showed all electrode pairs within normal range. Reprogramming the ins to 10-12+ with palpation resulted in the patient having discomfort near the pocket. The ins was then programmed to 10-11+ 13- and, after a period of time, the patient again experienced pain at the pocket. It also reported that the ins was not "changing amplitude" when the patient changed positions. A review of the position trend data on the clinician programmer indicated that the ins appeared to capture the range of the patient's positions but that he had only 3 positions defined (upright, lying left, and lying back) which may have been the reason for the amplitude not changing. In addition, the company representative observed "dashes" on the clinician programmer in program a2 which resolved by re-assigning a new amplitude to the program. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Recharger, model 37752, serial# (B)(4). Programmer, model 37744, serial# (B)(4). Lead, model unknown-ld, serial# (B)(4), implanted: (B)(6) 2005, explanted: na. (B)(4).

Event description:
Additional information requested reported that the patient experienced "shocking in his pocket since approximately (B)(6) 2012". It was noted that the patient had turned the internal neurostimulator (ins) off on (B)(6) 2012 and did not experience any more shocking sensations. A possible "fluid short" was discussed. Additional information also revealed that reprogramming of the device was performed and impedance measurements were taken. The results showed several electrodes that had impedances of less than 50 ohms, but "that would change off and on to different electrodes". It was noted that the patient did not have his normal reflex sympathetic dystrophy (rsd) pain. It was further noted that the physician "decided to leave the stimulator off for 2 months" and if the patient "did not have any rsd pain, the device would be explanted". The patient was also told to keep the device recharged to avoid any overdischarge situation. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).